Event description:
The patient reported that "a wire was loose or not working right". The patient had experienced shortness of breath and low energy. Follow up information was received and indicated that the atrial lead had high thresholds. The lead was reprogrammed and the patient has been seen for follow up. The physician was unaware of the shortness of breath and low energy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.